Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The service eval found that the battery was unable to reach full charge capacity due to normal wear associated with rechargeable batteries. A review of the device's service record indicates the device has not been returned for preventive maintenance since 2003. The device was returned to the customer un-repaired per the customer's request. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.